Event description:
Nurse mgr. ICU/ccu reported the following: "pt was female 'mid to late 70s' admitting dx of chf/resp. Failure. Intubated in ER 10/11/96. Swan inserted about 0930-1000, 55cm. Wedge done at 1000. Wave forms lost at 1500 so, repositioned and another wedge. More wave form problems at 1700 and bleeding noted. Emergency bronchoscope done. Pt coded at 1900 and exsanguinated." No apparent change in hatch marks showing throughout. Catheter not saved. Catheter "appeared longer" on x-ray. Later the co rep stated that they were thinking that the error may have been more likely to be on the part of the clinician rather than a failure of the product, the co rep will be going in to do more inservicing of the product to clear up any questions. No product will be returning.